Event description:
It was reported that the pt has infection on groin area which communicated to other areas of the leg to the knee.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: description: triathlon-cr femoral component cemented #6 left, cat #5510-f-601, lot #sya4c; description: tri ts baseplate size 7, cat #5521-b-700, lot #eiro; description: triathlon-asymmetric patella a35mm(s/I) x 10mm, cat #5551-l-350, lot #lce131. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.